Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that before the device was used they found a cuff leakage. The customer reported that there was no patient involved in this event.